Manufacturer narrative:
The service engineer found damage on the tubing joint. This was corrected and the instrument runs within specification. Investigations determined the issue to be resolved by the service actions.

Manufacturer narrative:
The investigation ruled out a general reagent problem based on the acceptable calibration and qc. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patients tested for gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. Of the data provided, there were discrepant results for 3 patients. For patient 1 the initial glucose result was 0.31 g/l and the repeat result was 1.37 g/l. For patient 2 on (B)(6) 2019, the initial glucose result was 0.17 g/l and the repeat result was 0.85 g/l. For patient 3 on (B)(6) 2019, the initial glucose result was 0.16 g/l and the repeat result was 1.4 g/l. No questioned results were reported outside of the laboratory. The glucose reagent lot number was 398920 with an expiration date of 30-jun-2020.